Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller in performing the reset.